Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the right coronary artery (rca). During the procedure, the non bsc guide wire slipped out of the vessel causing strut damage to the 3.00x20mm taxus express2 drug eluting stent (des). The device was successfully removed from the patient. The lesion was then predilated with a 3.5x15mm non bsc device, and the lesion was crossed with another of the same device. The procedure was successfully completed with no patient complications reported. The patient's current condition listed as "ok."